Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system while asleep. The patient was subsequently admitted to hospital and device data was sent to boston scientific technical services (ts) for review. Ts discussed that the shocks were delivered due to over-sensed non-physiologic noise, potentially from the sense b node. Provocative maneuvers and diagnostic imaging was recommended prior to a likely revision procedure. S-ICD extraction techniques were also provided. The recommended maneuvers were performed, and noise was seen in all the sensing vectors. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system while asleep. The patient was subsequently admitted to hospital and device data was sent to boston scientific technical services (ts) for review. Ts discussed that the shocks were delivered due to over-sensed non-physiologic noise, potentially from the sense b node. Provocative maneuvers and diagnostic imaging was recommended prior to a likely revision procedure. S-ICD extraction techniques were also provided. The recommended maneuvers were performed, and noise was seen in all the sensing vectors. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 45 and 55 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock therapy.